Event description:
It was reported that during a lap chole/lysis of adhesions case on (B)(6) 2025, the doctor felt that the mercury pressure of the device was running higher that the setting (set for 8mm but felt like 12mm). They were able to complete the procedure with the same device. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "mercury pressure higher than setting" could not be confirmed by inspecting the device and the log files. The log files of the ui500 showed an error message 303. This message is caused by kinking / pressing the insufflation tube. The pressure increased for a short period of time and is then decreased by the unit. For a moment, the user may get the impression that the actual value does not match the set value. The IFU is stating this "failure of products" clearly in section 3.9, page 12. Further, the appearance of the error message 303 is described in section 5.11 (page 33 and 34) see labeling review for reference. The additional found deviation measuring of the valve current is independent from the issue described by the customer. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).